Manufacturer narrative:
Operator of device of the initial MDR indicates ¿ blank. Operator of device of the initial MDR should have indicated ¿ health professional.

Event description:
The customer contacted physio-control to report that their device would not power on. There was report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device would not power on. After replacing the main keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was report of patient use associated with the reported event.